Event description:
The medtronic representative contacted lifescan alleging the lay user/patient's meter has a glare/reflection issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.